Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced tracheal tube was returned and evaluated for the reported "cuff won't inflate" event. Visual examination of the returned device showed a small tear in the cuff which would contribute to the reported event. The reported event was confirmed during investigation. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure. Tears of this magnitude at the time of manufacturing would have been detected during the inflate/deflate test and removed from the lot. The tear condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
A report was received stating a tracheostomy tube's cuff did not properly inflate. The reporter, a physician, stated the cuff "seemed leak'. Recannulation of the patient was required. The cuff was reported to have passed 'prior to use' testing. The reporter also stated xylocaine jelly was used for lubrication. There is no report of serious injury or death associated with this event.